Event description:
It was reported by the user facility to terumo cardiovascular that the tubing to the venous reservoir was kinked, occurred out of box. The event did not delay surgical procedure.

Manufacturer narrative:
Terumo is still investigating this issue. A follow-up report will be submitted when more info becomes available. (B)(4).